Event description:
It was reported that revision surgery was performed due to breakage of the tibial baseplate. The revision surgery occurred in (B)(6) 2010, approximately two months after implantation.